Event description:
It was reported that an intraocular lens (iol) was required to be explanted from the left eye of a patient in a secondary procedure owing to improper lens power being used. A new lens was implanted in the eye. No further information has been provided.

Manufacturer narrative:
Explant of an intraocular lens. Placeholder.

Manufacturer narrative:
The explanted intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection noted a few loose particles observed in the optic zone of the lens, compatible with handling the lens. The lens was received cut in two (2) parts. The condition observed in the lens received was consistent with a lens that has been explanted from the patent's eye and has been indicated as an operational result due to improper iol power being used. The investigation results do not suggest that the sample received was affected by the manufacturing process. Based on the manufacturing record review, all process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the complaint type was generated. All pertinent information available to abbott medical optics has been submitted. Placeholder.